Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified an open wire to collimator leave position potentiometer. Repaired open wire. Also ordered replacement touch screen. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when each new patient is entered on the 9800 system, the collimator iris closes all the way. It will open for the case but this repeats itself with the start of a new case. No uncommanded x-rays. Also advised of a touch screen error message only on first boot of day. Cleared through exit selection. This does not impact daily operations. No patient injury reported.